Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a cybersecurity update was attempted on the device. The update attempts were not successful and the device went into backup operations mode. The device was reprogrammed to resolve the event. The patient was stable with no consequences.